Event description:
Complainant alleged that the clinicians were treating a patient (age and gender unknown), who was in a cardiac arrest condition. The clinicians charged the device to 200 joules, but the device would not discharge the energy. The clinicians then obtained a second device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.